Event description:
It was reported that the ventilator had no flow with an audible alarm while connected to the pt. The pt's o2 saturations were falling. The respiratory therapist began to manually ventilate the pt.

Manufacturer narrative:
Na